Manufacturer narrative:
The customer's product has been returned and an investigation is in progress. A supplemental report will be sent once investigation is complete.

Event description:
A diabetic nurse reported that an adc customer experienced "hypoglycemia and was hospitalized". The report further clarified the customer received an fs freedom lite meter reading of 8.3mmol/l and within 10 minutes of self-injecting insulin(specific dosage unknown), experienced symptoms of "spasms and hypoglycemia". No seizure or loss of consciousness were reported however, paramedics were called and an hcp meter reading of 0.9mmol/l was obtained. The customer was transported to a health care facility and diagnosed with hypoglycemia. The nurse did not provide what treatment was rendered and no additional pertinent information was given. Attempts have been made to contact the nurse to clarify the medical event. There was no report of death or permanent impairment associated with this case.

Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Customer's returned meter was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter's memory. This is a final report.